Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 567 mg/dl. Customer administered a correction injection via mdi to address the high bg.